Manufacturer narrative:
The manufacturing site information was reported as (B)(4) in the initial report and has been corrected to (B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the device gear was seized, jammed, heavy moving and gear blocked. It was further noted that the device failed pre-test for check status of development, free movement and check pins length of cone sleeve. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to normal wear. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the device failed pretest for check with top of sternum, check of free movement and status of development. Since the investigation is still in-progress, the assignable root cause could not be determined at this time. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that the attachment device was jumping. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.